Event description:
It was reported by the patient that while their omnipod personal diabetes manager (pdm) charging, it started to smoke and then melted the charging port. It is unknown if the patient was using the charging cable provided with the device. No impact on the patient's blood glucose levels was reported. The patient did not require medical attention due to thermal issue. The product is expected to be returned.

Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. If the device is received, a supplemental report will be submitted with the investigation results. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.1 smartphone hardware: iphone14.5 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.